Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) looked down and noticed the roller pump was not turning. The ccp turned the pump back on and finished the case. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 10/28/2014: the reported event was the arterial pump stopped during cpb. In review of the logs, the pump is stopped with the local control at 15:11:15. There is no indication of the pump stopping due to a clinical trigger (i.e. Air bubble detection, low level, or high pressure) and no indication of an error code. The pump was re-started (local control) at 15:13:29, which is two minutes and fourteen seconds after the stop. The lead perfusionist (ccp) and the other ccp during the case, are comfortable that the pump stopped due to accidental pressing of the stop button by the ccp. Clinical services questioned the lead ccp of why the pump remained stopped for over two minutes, and she reported that this was done intentionally. This was a valve case and the clinical team was just getting ready to assess the repaired valve by intentionally weaning off cpb (as heart was beating) to look at the transesophageal echocardiogram. Since the pump was stopped, they used this time to check the echo and after the echo analysis was done the arterial pump was re-started and the procedure as the procedure was being completed. Weaning from cpb to check the repaired valve status is a common practice and just happened to coincide with the pump stoppage in this case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00907. The field service representative (fsr) swapped the arterial roller pump (sn (B)(4)) with the sucker 1 roller pump (sn (B)(4)). The fsr made this move so that the pump in question would be in the less critical position. There was not an opportunity to install the loaner pump. The fsr reassigned the pumps in configuration mode, moved the colored occlusion knob caps and changed the tubing size on the roller pumps. The fsr performed testing and verification in the perfusion screen. He also tested the battery and alternating current (a/c) operation. The system operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.